Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (4000 mcg/ml at 418.2 mcg/day at simple continuous, max 24 hr dose of 895.2 mcg/day with use of ptm). It was reported that the patient was scheduled for a pump pocket revision due to the pump flipping in the pocket. During the procedure, the physician assessed the existing pump connector component and elected to replace it based on intraoperative evaluation. The connect was removed and replaced at the physician's discretion. The procedure was completed without reported complications. Patient was unaware of any factors that may have contributed to the pump flipping. The issue was resolved at the time of this report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2025, explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). The rep stated that per the hcp's intraoperative evaluation, the pump connector segment appeared visually "frayed/fragile" upon inspection after opening the pocket. Due to concern regarding component integrity, the hcp elected to replace the catheter connector segment while in the pocket. There was no confirmed device malfunction, patient injury, or therapy interruption identified intraoperatively. This information was based on the hcp's assessment and discussion during the procedure.